Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and visual inspection found the air filter dirty. The ventilator powered on without error messages or alarms. The logs were downloaded and multiple instances of ¿circuit occlusion¿ error alerts were verified. The device was set to ventilation with the settings received from the customer, and was found to be functioning as expected, with no abnormal sounds or errors occurring. The battery was checked and found within expectations. No components were replaced. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator generated a baffle sound and an occlusion alarm. There is no patient involvement.